Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, bumpy, and itchy. The irritation was underneath the lifevest on the front and back of the lifevest. The patient reported the skin was broken at one point. There was no alleged device malfunction contributing to the irritation. The patient saw the dermatologist and was prescribed a medicated cream, the patient did not know the name of the medication. It was reported that the irritation has improved.